Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle and forceps elevator, various parts of the endoscope were dirty, watertightness was lost due to damage to the instrument channel tube, the objective lens had a scratch, the adhesive on the bending section rubber was detached, the connecting tube was wrinkled, the connecting tube was scratched, the scope connector had a scratch, the scope connector cover unit had a scratch, the suction cylinder was shaved, the scope cover had a scratch, the grip was scratched, switch 1 was discolored, the switch box was discolored, the bending in the up/down/left/right directions were out of standard, the up/down and left/right knob had play, the image had black and white dots due to damage on the charged coupled device, the specified resolving power was not obtained due to damage on the charged coupled device, water supply/removal was out of standard due to clogging of the nozzle, and the air supply was out of standard due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had insufficient air/water flow and the angulation was out of standard. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with a foreign object and there was dirt around the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: -IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be nov 12, 2022.